Event description:
It was reported that prior to starting a da vinci si hysterectomy procedure, frayed wires were noticed at the distal end of a prograsp forceps instrument. The instrument was not used. There were no missing pieces or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed the reported complaint. A frayed pitch cable was found at the instrument's wrist. The frayed segments varied in length. No damage or wear marks were found at the clevis. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.